Event description:
When the nurse attempted to remove the catheter, the tubing broke off at the plastic adapter and the catheter tubing remained in the vein. The catheter tubing was extracted by a surgeon.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).